Event description:
It was reported that the patient passed away due to an unknown cause. Log file analysis found no external power events between 15:14:36 and 15:14:44 due to a loss of power to the mobile power unit (mpu).

Manufacturer narrative:
Pump related MFR: 2916596-2023-01197. Section e1 reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 3 days ((B)(6) 2023, (B)(6) 2000, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 and (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times of the recorded events were unable to be accurately recorded. A loss of external power event was active on (B)(6) 2000 at 00:08:36 that was coincident with no external power, low power hazard and power cable disconnect alarms. These events appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported the system without any issues during this event. The driveline was disconnected on 01jan2000 at 00:19:44. There were no other notable alarms active in the log file. Additional information provided on 25may2023 stated that no information could be provided pertaining to the mobile power unit nor the loss of power event. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to the serial number of the mobile power unit not being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.